Event description:
Electrode pairs 0, 1 and 2, 3 had impedance values greater than 2,000 ohms. The device was programmed using case, 3. The pt experienced shocking/jolting in the left chest area intermittently. Outside of the intermittent shocks, the pt seemed to be getting therapy. Palpation did not cause stimulation changes. The pt received no different treatment for the stimulation changes. The pt received no different treatment for the symptoms. The pt was scheduled for x-ray; the results were pending.

Manufacturer narrative:
(B) (4).